Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had large air bubbles. Blood glucose value was 270 mg/dl. Customer stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer was advised to disconnect at the quick release and perform fixed prime until air bubbles are no longer visible. The customer was unable to complete troubleshooting since she was not feeling well because her stomach was bothering her. Customer was advised to call back if issue persists.